Event description:
It was reported that a patient implanted with an impella rp flex experienced bleeding issues prior to implantation that continued during support, including hematuria. The patient was transfused multiple units of packed red blood cells, platelets, and fresh frozen plasma. The patient also experienced placement signal not reliable alarms. The alarm was disabled. The patient was put on continuous renal replacement therapy and burmex gtt in response to renal failure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections to the following sections: d4 catalog number. H6 clinical code e0303 removed. H6 med dev prob code added a0709 and removed a01. H6 component code updated from g04105 to g07003. Additional information: b1 product problem selected. The investigation for the major bleed, hematuria, renal failure has been completed. The cause of the injuries were not determined due to insufficient clinical details. The investigation for the placement signal issue has also been completed. The cause of the placement signal issue could not be determined as no product was returned for evaluation and limited clinical details were provided.